Event description:
The report received from the cypher database indicated that in 2003 two overlapping cypher stents were implanted in the proximal right coronary artery (rca). Pt presented with no angina or silent ischemia, a recent mi> =72 hours, and 2-vessel disease. Pre-procedure medications. The target lesion is a de novo lesion of the proximal rca native coronary artery with a vessel diameter of 3 mm. The lesion was characterized as: class c, confirmed ostial, non-occluded, with no major side branch involvement, angulation of >=45 degrees and <90 degrees, eccentric, with moderate calcification, and a thrombus was present. Lesion calcification was b2 and the lesion length was 18 mm. Plavix and aspirin were given intra-procedurally.